Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. It is likely that reprocessing steps were not fully or able to properly be performed at the user facility due to the device nonconformity found. A leak occurred at the biopsy channel. The instructions for use (IFU) advise the user to contact olympus if a leak is detected. Therefore, abandoning reprocessing due to a leak is not considered a deviation from IFU. The following has been copied from the reprocessing manual: "leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the gastrointestinal videoscope was returned to olympus for repair after field service inspection. The returned device was evaluated and an inspection at the repair center revealed clogging of the nozzle with foreign material of unknown origin. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
An evaluation of the returned device revealed, the biopsy channel exhibited leakage. The light guide lens was cracked and the charge coupled device (ccd) cover lens was chipped. The distal end cover had a sharp edge. The connecting tube had a wrinkle and there was scratch on the pocket pouch. The paint of the suction cylinder nut and air/water nut was peeled off. The keytop of the switch button 1 and universal cord had a scratch. The scope connector cover was broken. The image was tilted. The device exhibited low angulation and play of the angle knob was out of standard value. The water removal ability failed due to clogged nozzle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
During field service inspection, collapse/buckling/depression/scratch/cut/deformation of the insertion tube and irregularities in appearance of the adhesive on the bending section was noted.

Manufacturer narrative:
This report is being submitted for correction to evnet description. Please see update to b5.